Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power management board was replaced to resolve the issue. Block a: patient information could not be obtained due to country privacy laws.â â  legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was an error resulting in power management board failure during a case that does not allow the battery to charge. There was no patient injury.